Event description:
It was reported that in (B)(6) 2014, the right ventricular lead exhibited high impedance. No intervention was reported. During follow-up in (B)(6) 2014, an echocardiogram and chest x-ray revealed no anomalies. The impedance stabilized. Upon interrogation on (B)(6) 2015, no malfunctions were noted. The patient would be monitored and no further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.